Event description:
It was reported that the user, new to the ilet system and not announcing meals, was asleep when the caregiver observed a sensor glucose of 102 mg/dl and questioned ongoing automated dosing causing a low of 70 mg/dl; the caregiver remained on the line until a low-glucose alert occurred and treated with oral carbohydrate (pineapple juice), after which glucose read 91 mg/dl. Symptoms included hypoglycemia. Outcomes included transient low glucose without hospitalization. Investigation included review of device reports and user interaction with alerts and treatment guidance. Investigation of this case revealed that the event occurred during early use with missed meal announcements, with the device functioning and alerts leading to treatment, so the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.